Event description:
It was reported that the device had blown too hot air up to 50 degree c. Additional information for this incident was that the conditions of intervention noted that the device settings was at 44 degree c and the device was used 30 minutes without issue then 5-10 minutes with use. The patient had redness on their legs during use.

Manufacturer narrative:
Brand name is unknown, not provided. Initial reporter also sent report to FDA is unknown, not provided. Operator of device is unknown, not provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection noted no physical damage, wear and tear found on the enclosure. The device came with a damaged and broken hose, a damaged step switch and a dirty power cord. Attached the damaged hose and power cord and the thermometer and press the 44 buttons. At the beginning the temp on the thermometer was in range but after I restarted to move the hose sensor the temp rose fast from 43.8 to 46.5. After playing a little bit more with the hose sensor the temp had decreased back to 43.5. So I was not able to reach the 50 degrees. The reported issue was partially duplicated. The cause of the issue was a damaged hose and a defective hose sensor. The device was scraped. The motor was too loud, the step switch was damaged, plus hose, hose sensor and pcb. Regarding all that a repairing it is not economical for a device that is 10 years old. The root cause was unable to be determined.